Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2026, a 25mm epic plus supra valve was implanted in the patient. On (B)(6) 2026, the patient presented with atrial fibrillation (af). After medication with amiodarone, the rhythm converted into sinus rhythm.